Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 250cc saline breast prosthesis, catalog #3501635, lot #141107. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 250cc saline breast prostheses when the left prosthesis deflated after implantation. Deflation was diagnosed by the doctor during a visual exam. In addition, the patient developed capsular contracture in both breasts (baker grade IV in left breast, baker grade iii in right breast). As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 250cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 07/03/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/06/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, a crease was observed on the posterior aspect. No other anomalies were observed. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded the crease occurred sometime subsequent to the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).